Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that customer's insulin pump had a button error. The up button is sticking and the numbers keep scrolling. Pressing esc and act does not work all the time. Customer's blood glucose was 130 mg/dl. The device may have been exposed to sweat because customer holds the device in his pocket when he exercises. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.